Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr and during the taa procedure the sheath was upsized to 20fr. Reportedly, an anterior cuff miss occurred. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The taa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. Although an anterior cuff miss was not observed a posterior cuff miss was confirmed. Additionally, the anterior needle and anterior cuff disengagement could appear similar to an anterior cuff miss thus was reported as an anterior cuff miss. In addition the returned device analysis found one anterior cuff tab detachment and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience appears to be related to the patient anatomical condition (calcification likely contributed). The additional proglide device used in an attempt to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.